Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited bending section cover and connecting tube had foreign objects. Forceps channel is shaved. There were no reports of patient involvement.

Manufacturer narrative:
New information added to the following fields: h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information on device cleaning disinfection and sterilization (cds), but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the three reportable malfunctions; scraped biopsy port, foreign material on the insertion tube, and foreign material on the bending section cover, were confirmed. Based on the results of the investigation, a definitive root cause could not be determined for the scraped biopsy port. However, it is likely that the biopsy port was scraped due to shaft of cleaning brush rubbing against the biopsy port. Grounds of presumption are as follows: ·since biopsy valve is attached to biopsy port during procedure, it is difficult for endo therapy accessories to come into contact with the biopsy port. ·since biopsy valve is detached during reprocessing, it is possible that shaft of cleaning brush rubs against biopsy port. Based on the results of the investigation of the insertion tube and bending section cover, olympus confirmed foreign material came out of the device but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. However, it is possible that the user could not remove the foreign material due to physical damage on the device as the insertion tube was scratched and the bending section cover was cut. User may prevent the suggested event (scraped biopsy port) by following IFU below. ·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The user may prevent the suggested events (foreign material on the insertion tube and bending section cover) by following IFU below. -reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. Olympus will continue to monitor the field performance for this device.